Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " dr states that the line is difficult to insert, results in significant swelling of the distal limb which occurs as early as 4 hours with correct positioning. Anatomical insertion site: left radial device removed entirely and replaced with competitor product and attempt was successful. Therapy was not delayed due to this issue. Patient developed complication as limb ischemia" in the attached photograph it appears that the suture for the arterial catheter is no longer intact additional information was requested.

Manufacturer narrative:
(B)(4). Additional info received 29-jul-2024 indicates there was no distal limb ischemia; however, significant swelling and blistering was present. The customer provided three photos for analysis. The complaint of patient/user complication was able to be confirmed by the photos as they revealed a discoloration of the forearms with the arterial catheter inserted. The customer also returned one arterial catheter for analysis. Signs of use were observed within the catheter extension line. Slight bending of the catheter was observed towards the hub, which is consistent with the user report of difficulty to insert the catheter. Despite this, no obvious defects or anomalies were observed. The outer diameter of the catheter at the tip measured 0.75mm which is within the specification limits of 0.64-0.84mm per the catheter product drawing. The inner diameter of the catheter at the tip measured 0.5842mm, which is within the specification limits of 0.58-0.63mm per the catheter product drawing. This indicates that the catheter tip wall thickness was manufactured as intended. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire." A lab inventory 0.533mm guide wire was advanced through the catheter and met resistance due to a blockage. The blockage was released and revealed to be congealed biological material. Once the blockage was removed, the guide wire was able to pass as intended. The catheter was additionally flushed using a lab inventory syringe, and the catheter flushed as intended. Clinical medical affairs (cma) was previously consulted regarding complaints of this nature. They stated that various patient factors would contribute to the defect observed. It can be observed in clinical practice in patients on blood pressure medications causing vasoconstriction coupled with poor allen's tests. Therefore , the patient scenario likely caused or contributed to the observed condition. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "in brachial procedures, collateral flow cannot be guaranteed, and therefore intravascular clotting can result in tissue necrosis." The IFU also states, "clinicians must be aware of complications/undesirable side_effects associated with arterial procedures including, but not limited to: septicemia vessel wall perforation thrombosis embolization hematoma arterial spasm tissue necrosis hemorrhage peripheral ischemia and infarction peripheral nerve injury air embolism site infection cellulitis catheter related blood stream infection (crbsi). The customer report of a patient complication was confirmed by visual inspection of the customer supplied photos as they revealed a discoloration of the arms. Cma review of the customer photos indicates various patient factors that could contribute to the defect observed. It can be observed in clinical practice in patients on blood pressure medications causing vasoconstriction coupled with poor allen's tests. The returned catheter met all relevant visual, dimensional, and functional requirements and a device history record review was performed with no relevant findings identified. Based on the customer photos, customer report, and clincal assessment, unintentional use error (patient condition) caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " dr states that the line is difficult to insert, results in significant swelling of the distal limb which occurs as early as 4 hours with correct positioning. Anatomical insertion site: left radial device removed entirely and replaced with competitor product and attempt was successful. Therapy was not delayed due to this issue. Patient developed complication as limb ischemia" in the attached photograph it appears that the suture for the arterial catheter is no longer intact additional information was requested.